Event description:
It was reported that the right ventricular (rv) lead shock impedance was noted to have gradually increased from 40 ohms to 80 ohms over the course of a year. At the time the clinic opted to continue to monitor the patient as the shock impedance remained in range. Approximately two years later review of the shock impedance measurements over a years time noted continual gradual increase from the upper 80 ohm range to the low 100 ohm range with 108 ohms being the highest measurement. Boston scientific technical services (ts) was consulted and discussed options. The clinic again opted to continue to monitor the patient via the remote home monitoring system. Another two years later the patient was seen in clinic and high out of range shock impedance measurements were observed. The rv lead configuration was reprogrammed to rv coil to can. It was thought that there may be calcification on svc coil. The rv lead remains in service and no adverse patient effects were reported. Additional information was received that the high shock impedance measurements continued even after reprogramming. It was further noted that the rv lead threshold has slightly increased. Ts was consulted and discussed possible causes and suggested considering a lead revision procedure. At this time the rv lead remains in service and no adverse patient effects were reported. Additional information was received that the high shock impedance measurements continued and since the device had reached elective replacement indicator (eri) status two months earlier the physician was deciding if the rv lead should remain in service. Defibrillation threshold (dft) testing was performed to assess the lead and yielded lower in range shock impedance values. Subsequently a couple weeks later when the implantable cardioverter defibrillator (ICD) was explanted for reported normal battery depletion, the rv lead remained in service with a shock impedance measurement of 98 ohms. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead shock impedance was noted to have gradually increased from 40 ohms to 80 ohms over the course of a year. At the time the clinic opted to continue to monitor the patient as the shock impedance remained in range. Approximately two years later review of the shock impedance measurements over a years time noted continual gradual increase from the upper 80 ohm range to the low 100 ohm range with 108 ohms being the highest measurement. Boston scientific technical services (ts) was consulted and discussed options. The clinic again opted to continue to monitor the patient via the remote home monitoring system. Another two years later the patient was seen in clinic and high out of range shock impedance measurements were observed. The rv lead configuration was reprogrammed to rv coil to can. It was thought that there may be calcification on svc coil. The rv lead remains in service and no adverse patient effects were reported.additional information was received that the high shock impedance measurements continued even after reprogramming. It was further noted that the rv lead threshold has slightly increased. Ts was consulted and discussed possible causes and suggested considering a lead revision procedure. At this time the rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead shock impedance was noted to have gradually increased from 40 ohms to 80 ohms over the course of a year. At the time the clinic opted to continue to monitor the patient as the shock impedance remained in range. Approximately two years later review of the shock impedance measurements over a years time noted continual gradual increase from the upper 80 ohm range to the low 100 ohm range with 108 ohms being the highest measurement. Boston scientific technical services (ts) was consulted and discussed options. The clinic again opted to continue to monitor the patient via the remote home monitoring system. Another two years later the patient was seen in clinic and high out of range shock impedance measurements were observed. The rv lead configuration was reprogrammed to rv coil to can. It was thought that there may be calcification on svc coil. The rv lead remains in service and no adverse patient effects were reported.